Event description:
It was reported that the pt missed her refill visit in 2008. The pt's pump was filled the last week of february. Two days after the refill, the pt experienced withdrawal and flu-like symptoms. The pt had gone to the ER and the low reservoir alarm was sounding. The dates for the ER visit and low reservoir alarm sounding were not provided. When the pump was read on the following month, the reservoir volume read 0.0 mls. It was confirmed the pump continued to flow and it appeared the reservoir volume was not updated at the last refill. The pt had previously been scheduled for pump and catheter replacement. During replacement surgery, the catheter was noted to have a leak. The pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine.